Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector. The insulin pump was received with stripped battery cap coin slot, cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
It was reported the buttons on the insulin pump were not working. Customer's father stated he changed the battery and the device alarmed, he was also changing the infusion set. Customer's blood glucose was unknown. Customer's father was unsure if there was any significant event that may have caused the device to alarm. Customer's father was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.